Manufacturer narrative:
On december 13, 2021, mentor became aware that the bilateral implant exchange surgery is scheduled for (B)(6) 2021. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 3, 2021, mentor became aware that the surgery is scheduled for march 2022. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 fields d6b for explantation date is (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: right breast pain and lymphadenopathy. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 3, 2022, mentor became aware that patient experienced bilateral capsular contracture, baker grade unknown, and bilateral breast implant deflation. Product problem has been selected under field b1, and corresponding codes have been added to section h. Reason for device explant and/or reoperation: right lymphadenopathy, capsular contracture, baker grade unknown, and breast implant deflation. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old black or african american female patient underwent primary breast augmentation with 425cc mentor siltex round moderate profile on both sides and experienced bilateral breast pain and sensation in the lymph nodes with traces of silicone. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.